Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer¿s blood glucose level was 167 mg/dl. The customer also reported that they received no alerts or alarms during this period or last week when the pump stopped half way showing rewind completed. The insulin pump passed displacement test and self test. Based on customer report customer did not allege pump was under delivering. The customer was using the insulin pump when event was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly noted during test.